Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the report of ventricular fibrillation could not be conclusively established through this evaluation. The patient was admitted to the hospital on (B)(6) 2021 and was in ventricular fibrillation requiring cardioversion. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. Low flow controller fault flags were captured on (B)(6) 2021, none of which lasted 10 seconds or longer to activate the low flow alarm. A specific cause for these events could not be determined; however, slightly elevated pulsatility index (pi) values were noted during the low flows. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, a vad (ventricular assist device) coordinator communicated on (B)(6) 2021 that no further information was available. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for mlp-024249 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23dec2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ventricular fibrillation which required cardioversion. Log file analysis captured low flows with high pulsatility index readings which seemed physiological in nature.